Manufacturer narrative:
The device has not been returned for inspection. A follow-up report will be filed with the investigation results.

Event description:
Euclid vision corporation was made aware on (B)(6) 2025 that on (B)(6) 2025, a longstanding orthokeratology patient at the nappanee office developed non-specific corneal findings, including extreme photophobia and blurred vision. The patient is now being treated for acanthamoeba and is showing signs of improvement.

Manufacturer narrative:
The prescriber physician has been contacted several times regarding the patient's status, but no new updates have been received by the manufacturer; therefore, this report is considered the final report for this case.

Event description:
Euclid vision corporation was made aware on 25th august 2025 that on (B)(6) 2025, a longstanding orthokeratology patient developed non-specific corneal findings, including extreme photophobia and blurred vision. The patient is now being treated for acanthamoeba and is showing signs of improvement. 1st follow up report includes status update of the investigation submitted on november 10, 2025. This final follow up report includes status update of the patient.

Manufacturer narrative:
Lenses have been returned for inspection and inspection results indicate the lenses was manufactured according to specifications and no deviations observed. The physician has been contacted several times about the status of the patient and have not received a response. A follow up report will be provided with the patient status.

Event description:
Euclid vision corporation was made aware on 25th august 2025 that on (B)(6) 2025, a longstanding orthokeratology patient developed non specific corneal findings, including extreme photophobia and blurred vision. The patient is now being treated for acanthamoeba and is showing signs of improvement. This follow up report includes status update of the investigation.